Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported a patient enrolled in a (B)(4) study underwent a total left hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to infection. The femoral stem was removed and replaced with a cement spacer mold. Patient underwent a reimplantation procedure on (B)(6) 2011.